Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that the smart remote manager had failed due to latch damage. A field service engineer replaced the smart remote manager latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager was failed. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.